Manufacturer narrative:
UDI: (B)(4), gtin unavailable, product made prior to gtin compliance date. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient was scheduled for removal of tibial nail on (B)(6) 2019, due to an infection. It is unknown if there was a surgical delay. Patient was implanted in 2008 at an unknown facility and has undergone treatment multiple times for infection. Procedure outcome, nail, end-cap and screw came out without incident. No other information is available and patient status are unknown. This complaint involves three (3) devices. This report is 1 of 3 for (B)(4).

Event description:
Revision surgery was completed successfully on january 9, 2018 with no delay. Patient status was good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information provided. Date of implantation is an unknown date in 2008. Manufacturing location: monument; manufacturing date: september 19, 2007; expiration date: august 31, 2016; part: 04.034.652, 12mm ti cann tibial nail-ex w/prox bend 360mm -sterile; lot: 5592731 (sterile); lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet- in-process acceptance met all inspection acceptance criteria. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) 4696 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to infection¿ does not indicate breakage of the nail and therefore a device history record (DHR) review of the raw material would not be pertinent to the reported complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.